Event description:
It was reported that sheath fluid leak and visible air/bubbles occurred. It was reported that a faradrive sheath was selected for a pulmonary vein isolation (pvi). During procedure, the sheath aspirated air several times while it was inserted in the patient. No air entered the patient's circulation. It was informed that fluid leak also occurred and it appeared to be leaking from the end. Sheath was replaced and procedure was completed without patient complications. Product return is expected.